Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021. The cause of death was a hypoglycemic attack and becoming brain dead. The caller stated that the customer had aspiration and sepsis that may have led to the customer's passing. The customer¿s blood glucose was 40 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected more than 48 hours prior to passing, as they were having lows. The customer was having a lot of lows and was delirious at the time before they passed. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.